Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, one of the four casters of an ophthalmic microscope was found loose and unstable. Procedure details and timing of the event is unknown. It is also unclear whether the procedure was completed. Details regarding patient harm has not been reported.

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported issue. However, an uneven operating room floor, may have contributed to the perception of a ¿wheel issue.¿ the system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The root cause of the reported event is attributed to an uneven operating room floor. However, the system was found to meet specifications. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).